Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed the device during use for therapy, and dried blood was visible on the device label. Neither the reported leak nor any product damage was observed in the photos. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the leak was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the "ruptured pipeline" of a prismaflex m150 set during continuous renal replacement therapy. The volume of blood loss was not known. There was report of medical intervention associated with this event. No additional information is available.